Manufacturer narrative:
Eval: method - (other) lens work order search. Results - (other): visual inspection of the returned product showed that a piece of the haptic had been torn off and was missing. There was evidence of a clear surgical residue. A work order search was conducted and there were no similar complaints found within the work order. Conclusion: based on the complaint history, the work order search and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and a piece of the haptic was torn during insertion. The lens was removed without any pt incident.